Event description:
Noise on both channels, request for file analysis and clinical suggestion.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however it is similar to reply models.

Event description:
Noise on both channels, request for file analysis and clinical suggestion